Manufacturer narrative:
(B) (6). (B) (4) - device detached physician retrieved. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the button on the one step button detached inside the patient's stomach when the physician withdrew the device. The physician retrieved the device endoscopically. No parts remained in the patient. The procedure was not completed with this device. They physician made a decision to go with another brand of device. The patient's condition at the conclusion of the procedure was reported to be good.